Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery , opened the sterile packing and noted the device was damaged (middle of the deck upwrapped). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.